Event description:
It was reported that during the implant procedure, wherein the patient was completely sedated, a fluid was noted by the physician upon pushing the paddle lead into place. The fluid would disappear if the lead was pulled back. The physician believed that this was not a new issue and what had been previously documented through an MRI as a cyst, was actually a cerebrospinal fluid (csf) leak. The physician aborted the case to further evaluate the csf leak and no equipment was implanted. The patient was then admitted for observation and is currently asymptomatic. The lead used was discarded by the facility.